Event description:
It was reported that bd discardit 2ml with 25gx1 needle had incorrect label information. The following information was provided by the initial reporter: "in box of syringe of batch no 1089519, 1000 syringes of batch no 0245052 has been received".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: no samples (including photos) were returned for the reported issue of ¿mix up batches received, in box of syringe of batch no 1089519, 1000syringes of batch no 0245052 has been received¿ with lot number 1089519 regarding item # 302438, so retention samples were used for the investigation. The DHR of material number 302438 and lot number 1089519 was checked and no quality notifications were recorded on this lot. None of the ten retention samples showed any product mix of batch no 0245052 in them. The batch numbers 1089519 (2021) and 0245052 (2020) are manufactured in different years. The mix of product has happened elsewhere outside the plants area. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.